Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test, operating currents, self test, off no power, error alarm test, basic occlusion, occlusion, prime and excessive no delivery test. No blank display noted. The device was received with cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump had a blank display. The customer's blood glucose was 214 mg/dl, which was treated with the insulin pump. The reported anomaly was a past even and the customer had gone through six batteries before the insulin pump responded. The customer stated that due to episodes of high blood glucose values they would like their insulin pump to be replaced. The discontinuation of the insulin pump was advised. Nothing further was reported.